Event description:
The device was returned, analyzed, and tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing found the device was unable to sustain a pacing output without a programming head (magnet) placed over it. This is indicative of a voltage circuit interaction. Because the circuit sustained substantial damage during analysis, no conclusions could be made as to the root cause of the inappropriate pacing outputs. Other: implantable pacemaker/cardio/defibr, the device was returned, analyzed, and tested out of specification during manufacturer's analysis. No patient complications have been reported. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination other unspecified, no conclusion can be drawn; unknown (for use when the device problem is not known)